Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was also monitored for 3 days. No blank display noted. Device uploaded properly using care link. Device had minor scratched display window. (B)(4)..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer experienced symptoms such as vomiting and chest pain. The customer was treated with insulin pump and insulin drip. The customer also stated that the insulin pump was not working and had no delivery alarm and customer also stated that the insulin exited. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.